Event description:
False positive result (s). I used this test and it said that I tested positive for covid; I took a pcr test the same day, and three days later I confirmed that I was negative. False negatives are more common than false positives (what I got) so I do not trust this brand.